Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they received a new handset from the lost/stolen vendor the day of the report and they were seeing 'different device detected' when trying to sync. They stated they did not have another stimulator. They hit retry and saw the same message, they ended the session and tried again, but saw the same screen. The circumstances that led to this were unknown. They were redirected to their healthcare provider to further address the issue. No patient symptoms were reported. Additional information was received. The patient reported they received a new patient programmer from the lost/stolen vendor the day of the report, (B)(6) 2021. They were repeatedly seeing the poor communication screen with and without the antenna attached. They were able to briefly connect to the ins without the antenna and reported seeing the stim off icon with amplitude of 3.3 volts, but would encounter poor communication again when they attempted to change settings. It was noted the patient was confusing to follow during troubleshooting. On (B)(6) 2021, additional information was received from the patient. They reported that they received the programmer sent and had trouble finding implant at first, but confirmed could feel implant when palpating later in call. Pt initially able to connect with ins successfully on call and stated therapy was turned off. Pt wanted to turn on therapy. Stim was at 3.3v so pt decreased down to 2.5v on call and wanted to turn on stim at 2.5v. Pt then reported getting poor communication when trying to turn on stim. Pt confirmed antenna did not move from ins. Pt continued getting poor communication despite repositioning antenna on ins. Pt powered off/on programmer and tried to sync with ins again and continued to get poor communication. Pt confirmed this is a continuation of event reported in this case. Inquired if pt has seen hcp to assist with this and pt stated cannot get in to see hcp until (B)(6). Pt will call back with someone there to assist pt with using programmer to turn on/increase stimulation. The patient called back again asking for assistance using their 3037 programmer to sync with ins. Patient had someone there to help hold the programmer in place but continues to encounter poor communication both with and without the antenna attached. Patient has an appointment with managing physician on the (B)(6). Recommend patient bring the programmer and antenna with to this appointment so they doctor can further assist with troubleshooting. No further complications were reported/anticipated at this time.